Manufacturer narrative:
B3 date of event, corrected data: initial report inadvertently provided the wrong date.

Event description:
It was reported that the patient is experiencing discomfort with the vns. The patient was prescribed medication for the pain, and was referred back to the surgeon due to the pain. No additional relevant information has been received to date. No known relevant surgical intervention has occurred to date.